Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. Approximately 2 years and 8 months post-implant, the vad coordinator reported that the patient¿s aortic insufficiency had worsened over the duration of lvad support. The patient developed severe aortic regurgitation and underwent uncomplicated trans-catheter aortic valve replacement (tavr) on (B)(6) 2017. During the night of the procedure, the patient became hemodynamically unstable, and a para-valvular leak was observed. It was reported that no further treatment was possible, and the patient subsequently expired due to the para-valvular leak. No further information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the report of aortic insufficiency, severe aortic regurgitation, and the patient's expiration due to a para-valvular leak could not be conclusively determined. There was no report of any device-related issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.